Event description:
The device was used during an unspecified procedure. Reportedly, the instrument jammed. The reported condition occurred four times and the surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.